Manufacturer narrative:
Consumer commented on a social media advertisement that a visit to the emergency room became necessary for chemical burns after using the product. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the experience reported is consistent with the (B)(6) description of a temporary injury associated with hydrogen peroxide exposure. Attempts were made to obtain consumer¿s contact information and further event details but were unsuccessful. There was no report of treatment with a prescription rx. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer commented on a social media advertisement that a visit to the emergency room became necessary for chemical burns after using the product. Consumer commented that product was used as directed. Attempts were made to obtain consumer's contact information and further event details but were unsuccessful. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.